Event description:
Pt received iontophoresis treatment by physical therapist (pt). Treatment given on ankle for a ligament sprain. Pt developed blistering and redness after treatment. Within 1 week, pt was treated again on ankle. Reaction was the same. Pt noted that treatment dosage exceeded maximum recommended dose of 40ma-min.